Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade unknown. The device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device was explanted. And replaced.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Continued h6 health effect impact code: f2203- imaging required. Continued e1 additional fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date photo received photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No additional observations.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device was explanted. And replaced.